Event description:
The manufacturer received information alleging error codes related to the charging of the internal battery were observed. The device was not in patient use. The device's internal battery was replaced by the customer to address the issues.

Manufacturer narrative:
The manufacturer previously reported error codes related to the charging of the internal battery were observed and the internal battery was replaced by the customer. The customer was instructed to replace the internal battery and run testing after the replacement. There is no confirmation available from the customer of the resolution.